Event description:
An explant report was received, stating lead revision. Further investigation with field clinical personnel found the lead revision performed due to noise on the leads. The leads were capped. There is no indication that the generator was not performed to spec.